Event description:
It was reported that during the implantation, when this right ventricular (rv) lead was inserted into the right ventricular septum, unsatisfactory parameters were observed when the butterfly clip was twisted to extend the helix for testing. The helix was then retracted for position adjustment. After repositioning, rotating the butterfly clip did not fully extend the helix tip, with only the tip protruding as per imaging. Despite multiple attempts to rotate the butterfly clip, the issue persisted. The lead was removed and rotated externally, yet the tip extension remained unsuccessful. To ensure procedural continuity and minimize risks, the physician elected to exchange the lead for a new one. The procedure was successfully completed with the new lead. No adverse patient effects were reported. This lead is expected to be returned.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short and long term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that during the implantation, when this right ventricular (rv) lead was inserted into the right ventricular septum, unsatisfactory parameters were observed when the butterfly clip was twisted to extend the helix for testing. The helix was then retracted for position adjustment. After repositioning, rotating the butterfly clip did not fully extend the helix tip, with only the tip protruding as per imaging. Despite multiple attempts to rotate the butterfly clip, the issue persisted. The lead was removed and rotated externally, yet the tip extension remained unsuccessful. To ensure procedural continuity and minimize risks, the physician elected to exchange the lead for a new one. The procedure was successfully completed with the new lead. No adverse patient effects were reported. This lead is expected to be returned. This lead was received for product investigation. This supplemental report includes device technical analysis.